Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited an increase in pacing impedances. Impedances went from 600-700 ohms to 1400-1500 ohms. Technical services (ts) reviewed latitude data and noted this has been going on since 2017. Ts discussed possible causes. The patient is not dependent on ra therapy. At this time, the ICD and ra lead remains in service. No adverse patient effects were reported.